Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular dextrus lead had dislodged the same day as implant. A revision procedure was performed and the lead was successfully repositioned. Following the procedure, drainage was coming from the wound site. The physician expressed concern regarding suspected pocket infection and the associated pacemaker was also close to eroding through the skin, but had not broken the skin. Two months later, a revision procedure was performed and the device was explanted. A new device was implanted sub-muscular. A culture for bacteria was performed and they are monitoring for infection. According to our records, this dextrus lead remains actively implanted. No other adverse events have been reported. This issue will be re-evaluated if add'l info is received.